Event description:
It was reported that patients system is auto reducing, one of the patients leads is fractured. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000123847.

Event description:
Additional information indicates that both patients leads were fractured. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.